Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during visual inspection, the battery compartment was found to be cracked. The battery cap threads were found to be stripped and the battery cap was not able to secure to the pump. Visible corrosion was observed in the battery compartment. The pump was not able to pass a leak test due to a battery compartment leak. During testing, the contrast button was intermittently unresponsive; which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. During testing, the display was dim and discolored. The pump was opened and evidence of moisture was found on the battery terminal connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and that battery cap threads were stripped. Investigation also revealed corrosion in the battery compartment and evidence of moisture inside the pump. Additionally, investigation revealed contamination under the up arrow, down arrow and contrast key contacts as well as a dim and discolored display. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.